Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that he insulin pump had a repeated motor error alarm. Customer¿s blood glucose value was 225 mg/dl. Customer was advised to disconnect from the insulin pump. The device will not return for the analysis.